Manufacturer narrative:
Other relevant device(s) are: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, < model #: mc!vr01-delsys / expiration date: 11/28/2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, < device mfg date: 06/24/2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several hours after the implant of a leadless implantable pulse generator (ipg) using a delivery system the patient experienced pericardial effusion. The effusion was drained. It was also noted less than two weeks later the patient was admitted with pneumonia and the effusion had cleared. The ipg remains in use. No further patient complications have been reported as a result of this event.